Manufacturer narrative:
Date of initial report : 2017-04-21. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not burn. After unplugging and plugging the device, it worked for a short period of time before it stopped working again. There was no patient injury.